Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing was noted on the right atrial (ra) lead on stored electrogram and prematurely terminating atrial arrhythmia detection and mode switch at times. The ra lead remains in use. No patient complications have been reported as a result of this event.